Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that she was hospitalized due to low blood glucose. Customer's blood glucose at time of admission was 34 mg/dl. The customer was admitted to the hospital. The customer cause of low blood glucose was crack in the pump. The customer was unable to complete troubleshooting. The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was 63 mg/dl. Customer stated she got out the shower and pump dropped. Customer stated not sure how water get in and pump is clear so it is kind hard to see. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 63 mg/dl. The customer stated that there crack in the pump and stated she dropped it and fall in the floor. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.